Event description:
Cause of death is pending autopsy findings and closure of investigation. Pt was found deceased by police in family member's home. Enterlite pump was found packaged near pt, not connected to the pt. The family member said they had fed the pt using the pump at a specific rate.